Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it was discarded at the hospital. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via patient registry that a 21mm aortic valve was explanted after an implant duration of 12 years due to severe aortic stenosis. The explanted device was replaced with a 19mm valve. The patient also underwent mitral valve replacement with a 23mm valve, closure of patent foramen ovale, and septal myectomy during the operation. The patient was defibrillated in sinus rhythm and weaned off cardiopulmonary bypass with some difficulty requiring multiple inotropic supports. Hemodynamic stability was achieved.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.